Manufacturer narrative:
Qc was within customer's specifications prior to and after the event. System checks performed in 2007 passed. The samples were collected in sodium heparin tubes. 4. The specimens are centrifuged at 3,500 rpm for 10 minutes, or at 8,500 rpm for 3 minutes. The customer stated, a fibrin was noted in the sample cup for patient b after the erroneous result was obtained. A field service engineer (fse) was dispatched to the customer's lab in 2007: a) the fse performed a diagnostic testing which passed b). The fse verified instrument performance per established procedures. C) per the fse, the customer stated they believe the event was caused by pre-analytical issues. Poor sample integrity may have contributed to this event.

Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) results from 2 different patient samples that were generated by the access instrument. Patient a: the initial accu tnl result was 10.05ng/ml. The result was reported out of the lab and questioned by a physician. A fresh sample was collected from the patient and tested for accu tnl and a result of 0.01ng/ml was obtained. The customer then re-tested the original sample and the repeated result was 0.02ng/ml. Patient b: the initial accu tnl result was 0.97 ng/ml and 0.02ng/ml upon repeat. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected to this event.